Manufacturer narrative:
Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4). Analysis of the two implantable neurostimulator found no significant anomaly.

Event description:
It was reported that upon attempting connection with the clinician programmer when the patient had come into the hospital on (B)(6) 2013, they were unable to communicate properly. It was noted that again on (B)(6) 2014, the same issue had occurred, so it was decided to replace the implantable neurostimulator (ins). On (B)(6) 2014, the replacement was performed. It was noted that there was no effect on the patient¿s symptoms. Implant of both inss was performed on (B)(6) 2011. Communication was faulty on (B)(6) 2013 and (B)(6) 2014. There was no health hazard to the patient. The faulty communication occurred intermittently, lack of control was the problem. Additional information received reported no diagnostics were performed on the device. No malfunctions were seen or cause of issue determined. Patient outcome was the patient was receiving effective therapy. Both devices were returned.